Event description:
It was reported that a spectrum infusion pump had system error 322 in the history log. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the system error 322 caused by an intermittent connection on the I/o printed circuit board. Evaluation also found the contact points on the lower auxiliary visible but just making contact with the mating pins of the connector, which could cause the reported symptom. The I/o printed circuit board and the lower auxiliary assembly were replaced to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms.